Manufacturer narrative:
Product is intended for use in physician offices and laboratories. It is labeled with warning symbols and in english to indicate that it is harmful if swallowed. The direction circular provided with the product contains harmful warnings in 5 languages. This is an in vitro diagnostic device and not intended to be swallowed.

Event description:
On 08/10/2004 the (B)(6) center in (B)(6) notified meridian that a (B)(6) male drank zn-pva, a para-pak stool preservation device. The pt was admitted to the hospital complaining of stomach pains. He was later discharged without incident. The pt was transferred to a psychiatric hospital for observation. The attending physician determined that the ingestion was intentional.